Event description:
Additional information was received that the patient had been seen by his physician due to lightheadedness and possible atrial fibrillation. No atrial fibrillation was identified on the device evaluation, but it was noted that ventricular pacing was occasionally occurring. With ventricular pacing, there was retrograde conduction to the atrium; however due to blanking periods the atrial event was not reacted on by the device. Instead, an atrial paced event occurred. The device was reprogrammed to vvi 40 ppm to minimize ventricular pacing and retrograde atrial conduction. It was reported that the patient was feeling better with the programming changes.

Event description:
Boston scientific received information from the patient that this implantable cardioverter defibrillator (ICD) programmed parameter's were set at too fast of a pacing rate. By the patient's report, this contributed to the patient not feeling well and being hospitalized for pulmonary edema. Recently, the programming issue was identified and resolved and the patient reports feeling better. Further information was provided by the boston scientific field representative that the patient's physician had no allegations related to the functionality of this device. However, information to refute that the programming contributed to the patient's hospitalization was not available. No further adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.